Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction procedure with an unspecified mentor tissue expander that deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 07-apr-2020, mentor received additional information about the event: - the patient identifier is (B)(6). - the suspect medical device is an artoura breast tissue expander 850cc device, catalog #, lot #7680126, serial #(B)(6), UDI #(B)(4), 510(k) #k161176. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - the implantation date is (B)(6) 2019. Manufacturer¿s reference number: (B)(4).